Manufacturer narrative:
The astra device was returned to resmed for an extensive engineering investigation. The investigation found no abnormalities with the main circuit board (pcb) and the internal battery. Review of the device data logs confirmed that the device failed to charge the internal battery and revealed the device was able to charge after a reboot. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to charge was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to charge its internal battery was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.